Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. During the procedure, the motor drive unit did not have enough power to turn the blade. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.